Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's system was autoreducing due to their lead having high impedances after a fall. Reprogramming was unable to resolve the issue. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The reported event of high impedances was confirmed. As received, the penta lead had all its internal wires broken, that would cause high impedance and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.